Event description:
It was reported that the patient faced occlusion alarm as blocked event on 08-march-2026 was located in the tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. . Reporting site: 8021545. Manufacturing site:3003442380.